Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
During insertion process, there was no sharp instruments contact with the catheter, and whole procedure was fine. The pt came off fever after insertion, doctor worried it could be (B)(4), so the catheter was removed on (B)(6).